Event description:
A facility reported the medical team implanted an expired bactiseal catheter (ID 823072). It was used during surgery on (B)(6) 2026 with expiry date february 28, 2026. No other apparent problems occurred with the patient or during the procedure.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.